Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the bellows didn't go down and the unit wouldn't ventilate. There was no report of patient injury.

Manufacturer narrative:
Additional information was received stating that the reported issue was not duplicated. There was no loss of mechanical ventilation. There was no malfunction. No repair was required. This event was not reportable. Additional information was received stating that the reported issue was not duplicated. There was no loss of mechanical ventilation. There was no malfunction. No repair was required. This event was not reportable.